Manufacturer narrative:
The reported event of failure to capture was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed indicated normal functionality. Results from capture evaluation indicated normal performance. Additionally, visual inspection of the header and connector detected no contamination or foreign material that could contribute to the reported capture anomaly. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer report number : 2017865-2023-42461.it was reported that on (B)(6) 2023 a remote transmission showing intermittent loss of capture was observed on the pacemaker. An attempt to increase output was made but adequate capture could not be obtained. The patient experienced an escape rhythm between 20-40 bpm but eventually had a long pause enough to seize. The emergency room physician externally paced the patient. The patient was taken to the operating room. The pacemaker and right ventricular lead were explanted and replaced. The patient was stable. Following the procedure, the patient was checked on 20 aug 2023 with great thresholds and some loss of capture was observed but this was thought by the physician to be due to a patient factor instead of the new device.